Manufacturer narrative:
(B)(4).

Event description:
It was reported that post- sensed t wave oversensing on ventricular channel was observed on a stored egm when an asymptomatic patient was presented in- clinic follow up. A variation of r-waves was also noted. Programming changes were made. Patient is in normal condition.